Event description:
It was reported that on (B)(6) 2023, an 29mm navitor valve was chosen for implant using a large flexnav delivery system (8382912). After the valve was successfully placed, it was attempted to remove the non-abbott guidewire, but the guidewire was trapped in between the valve and the aorta. Then, the nose cone of the delivery system (8382912) was attempted to advance but the guidewire was also caught in the delivery system. It was then attempted to pull the valve and it popped up. Another 29mm navitor valve was successfully implanted using another large flexnav delivery system (8652007). After the valve was implanted, the guidewire became trapped in the replacement flexnav delivery system (8652007), both devices were removed together. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient was discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of guidewire becoming trapped in the flexnav delivery system was reported. The device was returned to abbott, and the investigation confirmed that the guidewire was noted to be trapped inside the delivery system at the guidewire lumen flush port. The stuck guidewire was damaged and split into strands and can be retracted from the delivery system. The stuck guidewire was removed and a test guide was advanced into the returned delivery stem without any difficulty. The inner lumen was found to be bent. In spite of the observed damage, a test guide wire was advanced through the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications during commercialization. The cause of the reported event could not be conclusively determined. However, it's consistent with damage during use. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.